Event description:
It was reported that a remote transmission was received after the patient received hv therapy for a vf episode. Upon review of the episode it was observed that a backup pulse was delivered which resulted in inducing the patient into vf. It was noted that a false loss of capture was recorded leading to the delivery of the backup pulse on or near a t wave. The false loss of capture was due to a variable pacing response. The patient is dependent. Programming changes were made. The patient was fine after the event.